Event description:
It was reported that the pt had undergone back surgery and following surgery was turned " roughly" by the nurse. Two weeks after the surgery, and after leaving the hosp, the pt was feeling ill with return of symptoms, chest pains, trouble breathing, bloating, metallic taste in his mouth, dry mouth and nausea. The pt "felt like he was getting poisoned". The pt's pump contained fentanyl 6000 mcg/ml and bupivacaine 7.5 mg/ml. The physician decreased the pt's dose from 3200 mcg/day to 1700 mcg/day and then to 1600 mcg/day. The medication was tested and everything was fine. An x-ray was performed, which revealed that the catheter was disconnected at the lumbar site. The pt underwent a catheter revision. The pt recovered without sequela.

Manufacturer narrative:
Results - refers to the catheter.